Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: fa-q222-crm1) set of complaints. Should any additional information be obtained, a supplemental report will be issued.

Event description:
Related manufacturer report number 2017865-2023-20892 it was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. It is unknown if the programmer was running the updated software version at the time the longevity discrepancy was discovered. No patient complications have been reported as a result of this event.